Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that software error was found. Blood glucose was 12.8 mmol/l,5.8 mmol/l. Customer was able to complete rewind the insulin pump but self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63 alarm was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, due to a software error.